Manufacturer narrative:
The vyaire failure analysis (fa) group received the suspect gas delivery engine (gde) for an evaluation. The fa group performed power cycle startup, physical and visual inspection of the internal gde components with no anomalies identified. Additionally, the fa group performed voltage testing, which was within specifications. The inspiratory flow sensor (ifs) cable was evaluated, which showed traces of wear on the cable pads with indications of pins shorting. The reported event was duplicated, which has been associated with material fatigue with the ifs cable as the root cause of this event. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect gde for evaluation. The evaluation will be included in a follow-up report.

Event description:
The customer reported a blank display while in patient use on this avea ventilator. The customer reported no patient harm was associated with this event. The device trained biomed reported duplicating the customer event and was able to isolate the failure to the gas delivery engine (gde) with the assistance of carefusion technical support. The biomed reported resolving the event with a replacement gde on this ventilator.